Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when trying to print, the programmer presented with a message stating it was overheated. The caller was advised to return the programmer to service if blowing it out with air did not resolve the issue. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the the programmer presented with a message stating it was overheated. It was indicated that the micro processor unit (mpu) was out of specification. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.